Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/5/2021. H.6. Investigation: thirty five sealed samples and one photo have been provided to our quality team for investigation. Upon visual inspection of the photos, it can be observed that the syringe is lubricated, however, no signs of excess silicone can be observed inside the syringe. A device history review was performed for reported lot 2005275, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Testing was performed on the returned samples, results verified the amount of silicone was with the required limits. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined.

Event description:
It was reported that an oily, foreign substance was found in 50 bd plastipak¿ concentric luer lock syringes. The following information was provided by the initial reporter: "oily residue in syringes it was reported that the customer has identified an oily residue in the majority of the syringes in the box.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an oily, foreign substance was found in 50 bd plastipak¿ concentric luer lock syringes. The following information was provided by the initial reporter: "oily residue in syringes it was reported that the customer has identified an oily residue in the majority of the syringes in the box."